Manufacturer narrative:
The unit was returned to the manufacturer (erbe germany) for a more in depth analysis. Their investigative work determined that the fire originated in the mains input socket. The involved part met all international and u.s. National electrical standards (e.g., ul recognized, csa certified, and vde approved). The unit's design through inspection/testing was found to be met all requirements as a critical component (including all fire prevention measures). Inspection/testing of the device revealed the following: no problems were found in the evaluation of downstream modules that could have caused the reported issue. After replacing the input socket, the esu was fully functional again and it passed a technical safety check. There was no evidence of previous damage to the mains input socket. The installed fuses were correct. Based upon the findings, it appears that the fire was caused by a loose (improper) electrical contact. Either the contact between the mains plug (power cord) and the contact pin (mains input socket) was insufficient or the contact bridge in the mains input module itself was insufficient. However, no conclusive determination could be made as to the cause of the reported issue. No trends have been identified. Erbe USA, inc. Is closing the file on this event.

Event description:
It was reported that the unit was involved in a fire at the medical facility.

Manufacturer narrative:
The esu was returned and inspected at (B)(4) USA. We were able to verify that the unit was involved in a fire. Our investigation revealed that there was extensive thermal damage to the a/c receptacle. Therefore, the generator is being returned to the manufacturer (B)(4) for a more in depth analysis. No anomalies were found in the review of the device history file (dhf) of the device. Up to this point, the esu has never been returned for servicing at (B)(4) USA. No trends have been identified with this incident. Any determination from the manufacturer as to the cause of the fire will be provided in a follow-up report.

Event description:
It was reported that the unit was involved in a fire at the medical facility.